Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. In response, a replacement pump was sent to the customer by technical support. The customer was instructed on putting the current pump into storage mode and advised on the steps to take upon receiving the new pump. The customer planned to use a backup insulin pump temporarily and agreed to return the malfunctioning pump using a prepaid label within ten days.